Event description:
As reported to coloplast though not verified, multiple patients were implanted with coloplast mesh/sling product. Later the patient experienced mental and physical pain, sustained permanent injury, physical deformity and have undergone and will undergo corrective surgery or surgeries.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.